Manufacturer narrative:
A device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Five unused devices with lot number 1932201464 were received for evaluation. The devices were visually, and functionally evaluated and loose tips were not visible on the stylet. The reported condition could not be confirmed based on the returned devices. The root cause for the reported condition cannot be specifically identified. No corrective actions are deemed necessary at this time. The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tip of the stylet was loose. The nurse drilled herself with the stylet wire. Additional information was received from the customer stated that the issue was occurred before use on a patient. The nurse needed an emergency care and performed laboratory tests for serology. The test results were came back normal.